Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that her daughter was hospitalized on (B)(6) 2017 with blood glucose of 453 mg/dl.the customer was experiencing high blood glucose ranging from 200-300 mg/dl and high ketones. The highest blood glucose reading was 455 mg/dl. The customer was treated with boluses through the insulin pump and blood glucose started to drop to 200 mg/dl. The customer was also given novalog via shot and intravenous fluids. The blood glucose was 228 mg/dl when the customer discharged. The blood glucose at the time of call was 123 mg/dl but rose to 343 mg/dl after a meal. The customer completed trouble shooting and the insulin pump passed the high pressure test. The customer was advised to follow-up with healthcare provider concerning high blood glucose. The insulin pump will not be returned for analysis.